Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provide cgm and bg meter values, however, the customer reported the discrepancy was by approximately 100 points. At the time of the report, cgm readings were accurate. No additional patient or event information was available. A root cause could not be determined.